Event description:
(B)(4). The dealer reported that the unknown model and serial numbers power wheelchair armrest bracket allegedly was broken when the customer was being transferred into the unit. There was no patient injury reported.